Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and magnetic sensor functionality tests of the returned device were performed following j&j procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues were observed. No visualization issue was identified during the test. A manufacturing record evaluation was performed for the finished device number lot 31285558l, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The carto® 3 system instructions for use contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax¿s surface. Initially, it was reported that the carto 3 system was displaying a black and white heat map on the temperature dashboard. They replaced the cable without resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 09-sep-2024, a reddish material and a hole on the pebax's surface was observed. This was assessed as MDR reportable with an awareness date of 09-sep-2024.